Manufacturer narrative:
Batch review performed on 02 march 2021: lot 1910276: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 1910290. Batch review performed 02 march 2021: lot 1910290: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2024-12-15, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar event reported. Additional implant involved: screws: mpact 01.32.6530 cancellous bone screw, flat head ø 6,5 l 30 (k103721) lot. 2002265. Batch review performed 02 march 2021: lot 2002265: (B)(4) items manufactured and released on 30-apr-2020. Expiration date: 2025-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event reported. Additional implant involved: stem: amistem c 01.18.102 cemented lat stem size 2 (k103189) lot. 2000006. Batch review performed 02 march 2021: lot 2000006: (B)(4) items manufactured and released on 19-may-2020. Expiration date: 2025-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: cocr 01.25.033 cocr ball head 12/14 ø 36 size xl +7 (k080885) lot. 171785. Batch review performed 02 march 2021: lot 171785: (B)(4) items manufactured and released on 31-jul-2017. Expiration date: 2022-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 6 months after primary the surgeon performed a washout, removed all components, and implanted an antibiotic spacer. The surgery was completed successfully.